Event description:
During a laparoscopic procedure, the circulator noted that the harmonic generator was flashing "clean tip." The surgeon removed the tip from the patient and cleaned it. This kept repeating and the surgeon changed to a different tip. The generator still said "clean tip" or "tighten handle." Repeated cleaning and tightening prolonged case.